Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire,1.86 mm x 210 cm device was used in a rigid esophageal dilation procedure on (B)(6) 2025, and ¿dis150 was broken at the tip of the guidewire where the spring tip starts¿. The procedure was completed as normal with the use of an alternate same device. Further assessment found ¿the tip was bent ¿off¿ where the spring tip connects¿; "the device was fragmented"; "nothing fell into the patient as they noticed the product problems prior to the procedure during setting up for the procedure¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of eight reports, regarding eight devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire,1.86 mm x 210 cm device was used in a rigid esophageal dilation procedure on 15may25, and ¿dis150 was broken at the tip of the guidewire where the spring tip starts¿. The procedure was completed as normal with the use of an alternate same device. Further assessment found ¿the tip was bent ¿off¿ where the spring tip connects¿; "the device was fragmented"; "nothing fell into the patient as they noticed the product problems prior to the procedure during setting up for the procedure¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.